Event description:
It was reported that the balloons of two (2) extra large volume intermates burst. This issue was identified during filling of the devices using a baxter repeater pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured in the first unit and observed fluid inside the housing and the bladder had slipped down the stressmember post in the second unit. No ruptured bladder was observed in the second unit. The ruptured bladder on the first unit was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. Further inspection of the second unit revealed the cause of leak inside the housing and the bladder slipped down the stressmember post was due to missing film-wrap. The reported condition of ruptured bladder was verified in the first unit only. The cause of the condition could not be determined; however the most probable cause is manufacturing related. The cause of the of the missing film-wrap was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.